Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the stylet lodged inside the lead. The connector pin was found pulled out of the connector assembly consistent with excessive forces during the implant procedure. The cap was found in place and intact in the connector assembly. The coating of the stylet was found stripped off and bunched up/clogged inside the inner coil distal to connector pin which likely contributed to the field report of withdrawal difficulty. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, when the left ventricular (lv) lead and stylet were inserted into the coronary sinus, the stylet could not be removed from the lead. The lead and stylet were replaced, the procedure was completed and the patient was stable.